Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board , sensor board tubing and flow sensor assembly were replaced due to contamination to address the issue. The user manual states "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."